Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscal repair procedure, after the t1 was deployed, t2 was deployed simultaneously. A backup device was used to complete the surgery.

Manufacturer narrative:
A visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The t/suture construct was returned and shows no abnormalities. It appears that when deploying t1 the trigger was inadvertently advanced deploying t2 simultaneously. Per the device IFU ¿place the first implant (t1) farthest away from the surgeon and advance the needle into the outer meniscal fragment until the implant pops through the meniscus. Oscillate the needle approximately 5°, then pull it out of the meniscus, releasing t1 behind the meniscus. Slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Insert the delivery needle into the meniscus for release of t2¿. Further investigation is not warranted at this time.